Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed, however, the results were not provided. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced.